Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis and root cause: the reported complaint was confirmed from the evaluation. Evaluation showed that the unit needed repair, replacement of worn parts along with general maintenance and cleaning required. The definite root cause cannot be reliably determined but it is likely caused by wear and tear or improper handling. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the lock and unlock on mayfield modified skull clamp (a1059) was loose. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.